Manufacturer narrative:
Complaint no: (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as patient did not wear a mask. On the same day as the event onset, the patient was hospitalized for peritonitis. Also that same day, the patient started treatment with intraperitoneal zocef (375mg two times per day in alternate bags; duration not reported), intravenous larimox (0.6 g two times per day; duration not reported), and intravenous topercil (4.5mg daily; duration not reported) for peritonitis. Pd therapy remained ongoing. On an unknown date, zocef was discontinued. At the time of this report, larimox and topercil remained ongoing and the patient was recovering. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.